Event description:
It was reported that during a gastric sleeve procedure, the devices were losing pneumo. Another device, excel without optiview tech, worked much better with minimal pneumo loss. The case was completed with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4).

Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010"). During the call, the daughter of the home patient (hp) stated she was a new patient. On (B)(6) 2010 the hp was hospitalized because of an infection at the peritoneal cavity. She was hospitalized for two weeks, the hospital did a culture and she was diagnosed with morse. The hp has overfilled and she looked like she was going to pop because she was so swollen. The hp also has had heart problems too. On 28 apr 2010, product surveillance received a death summary sheet from global pharmacovigilance. The patient had expired on (B)(6)2010. The patient was in hospice and they had a history of a perforated bowel which was diagnosed in (B)(6). According to the nurse, this event was not related to any of the baxter pd solutions the patient was on. Follow up call from global field surveillance 5/11/2010: per the nurse the patient was hospitalized for the peritonitis on (B)(6)2010. She has limited information regarding the treatment provided at the hospital. She did state that the cause of the peritonitis was caused by the bowel perforation and no baxter products were a causative agent including the disposable products and the peritoneal dialysis (pd) solutions. The patient was not overfilled per the nurse, the patient was swollen related to her disease process. The nurse stated that the patient's death was heart disease and the death was not related to any of baxter?s products. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4)device not available.